Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative has reported on behalf of healthcare professional a " rupture ". It is unknown if the device has been explanted. This case relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative has reported on behalf of healthcare professional " rupture ". The device was explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g1, h6. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Further reported was breast cancer which has been deemed not related to the device.